Event description:
During the ventricular tachycardia procedure, communication issues resulted in the cancellation of the procedure. It was not possible to get a connection to the review monitor in the lab. The monitor had power and was working. Only the connection to the ensite x did not work. It was confirmed that the cable was connected correctly and also that the cable was plugged in first and then the computer booted. The computer was restarted several times. The cable was replaced, but there was a pink image displayed. As soon as it was attempted to check the connector for a loose connection or something else, the image disappeared again. The procedure was cancelled as a result of the issue with no adverse consequences to the patient. The procedure will be rescheduled. After the event, the issue was resolved by replacing the fiber optic cable, video extender and power supply and it was later determined that the issue was with a "broken cable" in the dvi dp converter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model 100026011) is an ous configuration not available in the us and is therefore not referenced in the gudid database.